Event description:
The customer reported the footswitch is not working. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system. A system message in the event log indicated a footswitch error. The footswitch was replaced. The IV pole was repaired for an IV pole jam. Preventive maintenance was performed. The system was then tested and met all product specifications. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).